Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during prep, it was noted that there was no stent present on the 8x39 mm omnilink elite stent delivery system (sds). There was no device use or patient involvement. There was no clinically significant delay in the procedure. Another omnilink elite sds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Missing components may be attributed to several factors including, but not limited to, manufacturing/packaging of the device, transport of the device, handling at the account, inadvertent mishandling during unpackaging, preparation or during the procedure. In this case, it is possible that the stent may have dislodged inside the protective sheath during sheath/stylet removal which resulted in the reported missing stent; however, based on the information provided and without the device to examine, a definitive cause for the reported missing component cannot be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation status corrected from yes to no.